Manufacturer narrative:
Results and conclusions summation - allergic reaction is a known adverse event associated with coronary stenting as noted in the promus IFU. This known patient effect is not necessarily an indication of a product deficiency. It should be noted that the IFU states that the promus stent is contraindicated for use in patients "with hypersensitivity or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic, and fluoropolymers". There does not appear to be any indications of a stent delivery system quality problem as there was no reported product malfunction. A cause for the reported patient effects and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: diffuse body rash treated with medications. Device issue: no device malfunction has been reported. It was reported that the patient had a promus implanted. Afterwards, the patient exhibited a diffuse body rash. The rash was treated with medications. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.